Manufacturer narrative:
Unable to perform the displacement test due to a missing retainer. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loose at reservoir compartment. Customer's blood glucose was unknown. Insulin pump would need to be replaced.